Event description:
It was reported that (1) tx30v and (1) tx30g were used during a thoracotomy procedure. It was reported by the rep that the surgeon fired tx30v on pulmonary vein, reloaded tx30v and fired a second firing. The surgeon cut pulmonary vein between two staple lines. The surgeon reported bleeding at staple line from initial firing. The surgeon oversewed the staple line to achieve hemostasis. The surgeon proceeded and fired tx30g on bronchus. The surgeon closed instrument and fired. The surgeon reported gun opened on its own before he pushed the back of the gun to open. The surgeon completed the case but was concerned that staples might not have formed properly due to stapler opening prematurely. There was no consequence to pt.